Manufacturer narrative:
This device is available for return. A follow up MDR will be submitted upon completion of the device investigation. The manufacturing records for this lot were reviewed and did not reveal any outstanding discrepancies, design, or quality concerns. This report is associated with MFR report number. 3005168196-2016-01621. The hospital disposed of the device.

Event description:
The patient was undergoing a coil embolization procedure treating a gastrointestinal (gi) bleed using ruby coils. During the procedure, upon advancing a ruby coil through a non-penumbra microcatheter, the physician was not satisfied with the way the ruby coil was packing; therefore, the physician decided to remove it. However while retracting the ruby coil, it unintentionally detached in the microcatheter as the physician was attempting to resheath it. Part of the ruby coil was hanging out of the hub of the microcatheter; therefore the physician removed the ruby coil by pulling it out. Next, the physician advanced a new ruby coil through the same microcatheter; however, the physician was not satisfied with the way this new ruby coil was packing; therefore the physician decided to remove it. However, upon attempting to resheath this ruby coil, it unintentionally detached with part of the coil outside of the hub of the microcatheter. The physician was able to pull the ruby coil out of the microcatheter and the procedure was completed using the same non-penumbra microcatheter and non-penumbra coils. The physician did not use a rotating hemostasis valve and did not maintain continuous flush. There was no report of an adverse effect to the patient.